Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the pyxibus cable from the main to the remote manager was broken at the connector. A field service engineer (fse) replaced the cable to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es needed a new cord to install the remote manager back to the main. The customer reported that the user was not able to access the medications due to the device being down and there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.